Event description:
(B)(4). Years later, became pregnant two years after and then another two years later. So two pregnancies in all. Also, began to have health issues that never occurred before. Heavy cycles, irregular cycles, back pain abdominal pain, cramping, headaches, vitamin d deficiency, numbness, cyst, soreness in my breast, chest pain, damaged nerves, dizzy spells, depression, anxiety, weakened legs, fatigue, spasms, bruises, frequent bleeding, overactive bowels, hair loss and damage, skin rashes and changes, lightning and darkened skin areas. Constant uti's, weakened immune system. My device was provided by the dr's office of the doctor who did the procedure dr (B)(6). I received a dye test 3 months later after the device was inserted. Cycles began heavy then became light and later continuous bleeding through out the month. Over the last year, I have been in and out of the dr's office, seeing specialist and can't explain why other than a result of the essure.